Manufacturer narrative:
A ge service rep evaluated the system and replaced the battery pack. It was anticipated that the system did not produce x-rays and this event did not result in an accidental radiation occurrence.. The system operates as intended.

Event description:
It was reported that the system displayed a filament regulator error during a procedure and the screen went blank. No pt injury was reported.